Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported an empty cartridge alarm was received. Reportedly, the customer had recently filled the cartridge and was able to withdraw 300 units of insulin from the cartridge. Blood glucose level was 100-120 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.